Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported: [surgeon] performed a right hip revision due to infection. The initial operation was done at a different facility so [no] implant sticker or original date of surgery is known. No more information is available per doctor due to no perceived harm to patient".